Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to power issue. A technical support specialist remoted into the station and founded device working as expected. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system screen was completely black. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.